Manufacturer narrative:
Product complaint # : (B)(4).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the submitted device confirmed the rubber ring component is damaged as reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patella clamp would not release. No pieces came off of the clamp. The inner mechanism was defective.